Event description:
It was reported that an occlusion alarm occurred. Customer was able to resume insulin and continued to use the pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.